Event description:
A report was received that a patient underwent a revision because they are having trouble connecting the remote control to the ipg, and charging the ipg. A bsn representative determined that the ipg is tilted in an angle, and a severe tilt will greatly diminish the ipg's charging capabilities. The patient is reportedly doing fine following the revision.